Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 412 mg/dl at the time of the event. The customer was treated with the insulin pump. Troubleshooting was performed and found that the customer had been using the insulin pump system within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked case at corner of the belt clip rail, pillowing keypad overlay, and peeling keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Please see below for the boluses listed on the event date 30-oct-2023 in the pump history file. 10/30/2023 07:20:07.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 18000 (1.8 u) bolusamountdelivered: 18000 (1.8 u) 10/30/2023 08:11:29.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 12500 (1.25 u) bolusamountdelivered: 12500 (1.25 u) 10/30/2023 11:28:49.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 11500 (1.15 u) bolusamountdelivered: 11500 (1.15 u) 10/30/2023 14:50:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 27000 (2.7 u) bolusamountdelivered: 27000 (2.7 u) 10/30/2023 15:10:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) 10/30/2023 16:54:03.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 57000 (5.7 u) bolusamountdelivered: 57000 (5.7 u) 10/30/2023 17:25:23.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 5500 (0.55 u) bolusamountdelivered: 5500 (0.55 u) 10/30/2023 18:02:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 2500 (0.25 u) bolusamountdelivered: 2500 (0.25 u) 10/30/2023 21:47:13.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 27000 (2.7 u) bolusamountdelivered: 27000 (2.7 u) 10/30/2023 22:35:05.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 11000 (1.1 u) bolusamountdelivered: 11000 (1.1 u) 10/30/2023 23:03:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 30000 (3 u) bolusamountdelivered: 30000 (3 u) please see below for the daily total of all insulin delivered on the event date 30-oct-2023 in the pump history file. 10/31/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 10/30/2023 00:00:00.000 dailytotalofallinsulindelivered: 416250 (41.625 u) dailytotalofbasalinsulindelivered: 184250 (18.425 u) dailytotalofbolusinsulindelivered: 232000 (23.2 u) there were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 30-oct-2023 in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 30-oct-2023 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.